Manufacturer narrative:
Physio-control evaluated the device electronic download data and confirmed that no energy was delivered. The root cause was determined to be user error as the customer did not press the paddles shock button. No device discrepancies were observed and the device passed all functional and performance testing. It was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not deliver energy when a patient was in need of a therapeutic shock and the shock button was pushed. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported that another device was used successfully; there was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Patient fields in which information was not provided were intentionally left blank. Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not deliver energy when a patient was in need of a therapeutic shock and the shock button was pushed. In this state the device may not be able to deliver defibrillation therapy if needed. It was reported that another device was used successfully; there was no report of any adverse effect to the patient as a result of the reported issue.